Event description:
Device malfunction: difficult to remove device. Time of malfunction: during vessel closure. Symptoms/ae:none. It was reported that an operator, trained in the use of the starclose device, achieved common femoral arteriotomy closure after a diagnostic procedure. Reportedly, after clip deployment, the starclose was difficult to remove. The device was successfully removed manually after pulling the device. The vessel locator button was up, the wings were collapsed, and the tissue tract was open. Hemostasis was achieved with the clip and there was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.